Event description:
It was observed that during the device inspection, the duodenovideoscope exhibited the inside of the light guide lens was stained. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The reported stain in the light guide lense was confirmed, however the exact cause of the stain was unable to be determined. The event can be detected in accordance with the following IFU. IFU states that detection method in tjf-q190v operation manual 3.3 inspection of the endoscope. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.